Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had asked the hcp to give an opinion on if they could explant the device. It was reported device may be flipped and was causing the patient pain at the implant side. The patient had also said that the device was not really covering their pain. The hcp stated that they did not think this was a device issue per se. It was noted that the patient was inpatient from (B)(6) until (B)(6) 2016, and she was there while they were trying to get it right. The hcp believed the flip also occurred within this time-frame.